Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurement increased from 500 ohms to 1,100 ohms. Additionally, increased threshold measurements were observed, along with oversensing. Isometric exercises re-created the noise. A revision procedure was performed and the rv lead was explanted. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments at 13.5 cm from the is-1 terminal pin. Microscopic visual inspection revealed two of the three wires of the rate/sense negative (rs-) coil to be fractured in the area of the suture sleeve tie-down. No further testing was performed.